Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing burning sensation at the pocket site. It was confirmed that it was not an actual burn. The patient underwent an explant procedure. No further information has been obtained. Despite good faith efforts.